Manufacturer narrative:
An analysis was performed and the results are as follows: the spectra cylinder was visually inspected and functionally tested. The cylinder functions as intended. The cylinder had a hole in the outer layer that was the result of a sharp instrument that does not extend through the outer silicone layer. This likely occurred during removal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's spectra penile prosthesis was replaced. It was stated that, "circulation afterwards, but replaced with one 9.5mm." No further patient complications reported in relation to this event.